Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 16 devices were evaluated in the field and the issue was confirmed; 5 devices had bent components, 10 devices had broken/damaged components, and 1 device had an electrical short. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 17 malfunction events, where it was reported there was accessible ac shock. There was no patient involvement.